Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the universal surgical manipulator (usm) 2 stopped working. Prior to contacting intuitive surgical, inc. Technical support engineer (tse) the caller (doctor) indicated the operating room team already restarted the system, however, without success. Tse confirmed to problem with error 319 pointing to usm2. Tse instructed the caller to restart the system with emergency power off, but still no change. The surgeon disabled usm2 and proceeded with the case using 3 arms. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the alleged error 319. When the usm was tested on an in-house system, the usm failed normal mode and triggered an error 319. When the usm was tested from a patient side cart (psc) fixture test platform (pftp), the usm failed the rolling loop fiber test. Also, per inspection, rolling loop assembly was found to be wavy/misaligned. When the rolling loop fiber was replaced with a gold unit, the usm passed the fiber test. When the original fiber was reinstalled, the error 319 returned. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Technical support engineer (tse) reviewed the system logs at the time of the call into technical support. The logs confirmed the reported error. No image or procedure video was provided for review. This complaint is reportable due to the following: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.